Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. There was no trend identified for the lot for the subclass of too hot. There was an increase in complaints received in may2019 for wrap/patch/pad: too hot, due to the recall in apr2019 for lower back & hip (lbh) batches. Investigation was completed for the trend of too hot for lbh. There was no device malfunction identified for batches. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class too hot received at the albany site requiring an evaluation for this batch. Batch ad3849 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. Regulatory impact: no. Process related?: no. Market / clinical impact: no. Stability impact: no. Conclusion: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the burn is inconclusive since it is not clear what cause the burn blister. The review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data. The product quality for the batch is not impacted by t...

Event description:
Event verbatim [preferred term] it got very hot I mean it was staring to burn [thermal burn] , it got very hot I mean it was staring to burn/thermacare heatwrap, xl for her back was getting a little too hot [device issue]. Case narrative:this is a spontaneous report from a contactable consumer. This 90-year-old female consumer started to receive thermacare heatwrap (thermacare lower back & hip) lot ad3849 exp oct2021, from unknown date for arthritis in lower back. Medical history included herniated disc, voice did not sound so good because she had post nasal drip. Concomitant medications were not reported. Consumer stated, the last one she bought, it was for extra-large thermacare heatwrap to lower back, hip heatwraps, it got very hot, and it was staring to burn. It has never happened before. She had to take it off as it was like heated too much she thought maybe it was just her but she did not like the way it was like heating little bit too high. She took it right off and threw that away. She also reported that was getting a little too hot. She was fine. There was nothing wrong with her. Lab work was done on an unspecified date with results of all good. The action taken in response to the events was unknown and the outcome of the events was resolved. Sample was not available. Product quality complaint group provided investigation as follows: conclusion: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. There was no trend identified for the lot for the subclass of too hot. There was an increase in complaints received in (B)(6) 2019 for wrap/patch/pad: too hot, due to the recall in (B)(6) 2019 for lower back & hip (lbh) batches. Investigation was completed for the trend of too hot for lbh. There was no device malfunction identified for batches. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class too hot received at the albany site requiring an evaluation for this batch. Severity of harm: s3. Sterile-product: no. Batch ad3849 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. Regulatory impact: no. Process related?: no. Market / clinical impact: no. Stability impact: no. Conclusion: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the burn is inconclusive since it is not clear what cause the burn blister. The review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. There were no wrap attribute or variable defects recorded for the batch that would affect wrap temperature. This batch has been reviewed from a manufacturing perspective. All site investigations associated with this batch were closed prior to releasing the batch. Reserve sample evaluation cmpletd (gmt): 13may2019. Visual resrv sample eval description: the visual inspection of a retain sample included one carton and the two pouched wraps inside and shows no obvious defects. Confirmed reserve defect:no. Lot-specific trend identified: no. An evaluation of the complaint history confirms that this is the seventh complaint for the sub class adverse event safety request for investigation received at the site requiring an evaluation for this batch. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per complaint trending guidelines, a visual evaluation was performed to identify a potential trend. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Lot trend actions taken: four of the previous complaints were related to open pouches. A trend does not exist for this batch. Expedite trend identified: no. Site sample status: not received. Follow-up (03jun2019): new information received from the same contactable consumer includes: additional patient status information. Follow-up (11sep2019): new information received from product quality complaint includes product investigation summary results. Follow-up (16sep2019): new information received from the product quality complaint group includes severity of harm. Follow-up (30oct2019): new information received from the product quality complaint group includes conclusion and other investigation findings. Case upgraded to serious reportable malfunction medical device report. Follow-up attempts are completed. No further information is expected. Follow up (03dec2019): this is a follow-up spontaneous report received from a product quality complaints group included: updated site conclusion, events outcome changed to resolved. Company clinical evaluation comment: based on the information provided, the events thermal burn and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. There was no trend identified for the lot for the subclass of too hot. The root cause category is non-assignable (complaint not confirmed as quality defect). Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events thermal burn and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. There was no trend identified for the lot for the subclass of too hot. The root cause category is non-assignable (complaint not confirmed as quality defect). Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. There was no trend identified for the lot for the subclass of too hot. There was an increase in complaints received in may2019 for wrap/patch/pad: too hot, due to the recall in apr2019 for lower back & hip (lbh) batches. Investigation was completed for the trend of too hot for lbh. There was no device malfunction identified for batches. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class too hot received at the albany site requiring an evaluation for this batch. Batch ad3849 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. Regulatory impact: no. Process related?: no. Market / clinical impact: no. Stability impact: no. Conclusion: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the burn is inconclusive since it is not clear what cause the burn blister. The review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data. The product quality for the batch is not impacted by t

Event description:
Event verbatim [preferred term] it got very hot I mean it was staring to burn [thermal burn] , it got very hot I mean it was staring to burn/thermacare heatwrap, xl for her back was getting a little too hot [device issue]. Case narrative:this is a spontaneous report from a contactable consumer. This 90-year-old female consumer started to receive thermacare heatwrap (thermacare lower back & hip) lot ad3849 exp 31oct2021, from unknown date for arthritis in lower back. Medical history included herniated disc, voice did not sound so good because she had post nasal drip. Concomitant medications were not reported. Consumer stated, the last one she bought, it was for extra-large thermacare heatwrap to lower back, hip heatwraps, it got very hot, and it was staring to burn. It has never happened before. She had to take it off as it was like heated too much she thought maybe it was just her but she did not like the way it was like heating little bit too high. She took it right off and threw that away. She also reported that was getting a little too hot. She was fine. There was nothing wrong with her. Lab work was done on an unspecified date with results of all good. The action taken in response to the events was unknown and the outcome of the events was resolved. Sample was not available. Product quality complaint group provided investigation as follows: conclusion: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. There was no trend identified for the lot for the subclass of too hot. There was an increase in complaints received in may2019 for wrap/patch/pad: too hot, due to the recall in apr2019 for lower back & hip (lbh) batches. Investigation was completed for the trend of too hot for lbh. There was no device malfunction identified for batches. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class too hot received at the albany site requiring an evaluation for this batch. Batch ad3849 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. Regulatory impact: no. Process related?: no. Market / clinical impact: no. Stability impact: no. Conclusion: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the burn is inconclusive since it is not clear what cause the burn blister. The review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. There were no wrap attribute or variable defects recorded for the batch that would affect wrap temperature. This batch has been reviewed from a manufacturing perspective. All site investigations associated with this batch were closed prior to releasing the batch. Reserve sample evaluation completed (gmt): 13may2019. Visual reserve sample eval description: the visual inspection of a retain sample included one carton and the two pouched wraps inside and shows no obvious defects. Confirmed reserve defect:no. Lot-specific trend identified: no. An evaluation of the complaint history confirms that this is the seventh complaint for the sub class adverse event safety request for investigation received at the site requiring an evaluation for this batch. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per complaint trending guidelines, a visual evaluation was performed to identify a potential trend. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Lot trend actions taken: four of the previous complaints were related to open pouches. A trend does not exist for this batch. Expedite trend identified: no. Site sample status: not received. Investigation results from 12dec2019 were as follows: conclusion: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The consumer stated the heatwrap "got very hot I mean it was starting to burn." The cause of the burning sensation from the wrap inconclusive since it is not clear what caused the burning sensation. The review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Reasonably suggest device malfunction was yes. Follow-up (03jun2019): new information received from the same contactable consumer includes: additional patient status information. Follow-up (11sep2019): new information received from product quality complaint includes product investigation summary results. Follow-up (16sep2019): new information received from the product quality complaint group includes severity of harm. Follow-up (30oct2019): new information received from the product quality complaint group includes conclusion and other investigation findings. Case upgraded to serious reportable malfunction medical device report. Follow-up attempts are completed. No further information is expected. Follow up (03dec2019): this is a follow-up spontaneous report received from a product quality complaints group included: updated site conclusion, events outcome changed to resolved. Follow-up (12dec2019): new information received from a product quality complaint group includes investigation summary and updated expiration date. Company clinical evaluation comment: based on the information provided, the events thermal burn and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. There was no trend identified for the lot for the subclass of too hot. The root cause category is non-assignable (complaint not confirmed as quality defect). Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events thermal burn and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. There was no trend identified for the lot for the subclass of too hot. The root cause category is non-assignable (complaint not confirmed as quality defect). Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Evaluation of the returned sample did not provide any additional information as to why the consumer stated the wrap "heated too much". There was no trend identified for the lot for the subclass of too hot. There was an increase in complaints received in may 2019 for wrap/patch/pad: too hot, due to the recall in apr 2019 for lower back & hip (lbh) batches. Investigation was completed for the trend of too hot for lbh. There was no device malfunction identified for batches. Severity of harm: s3. Sterile-product: no. Batch ad3849 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Regulatory impact: no. Process related?: no. Final confirmation status: not confirmed. Product quality impact: no. Market/clinical impact: no. Stability impact: no. Conclusion: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The consumer reported the wrap was "starting to burn." The cause of the burn is inconclusive since it is not clear what cause the burn blister. The review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified.

Event description:
It got very hot I mean it was staring to burn [thermal burn], it got very hot I mean it was staring to burn/thermacare heatwrap, xl for her back was getting a little too hot [device issue]. Case narrative: this is a spontaneous report from a contactable consumer. This (B)(6) female consumer started to receive thermacare heatwrap (thermacare lower back & hip) lot ad3849, exp oct-2021, from unknown date for arthritis in lower back. Medical history included herniated disc, voice did not sound so good because she had post nasal drip. Concomitant medications were not reported. Consumer stated, the last one she bought, it was for extra-large thermacare heatwrap to lower back, hip heatwraps, it got very hot, and it was staring to burn. It has never happened before. She had to take it off as it was like heated too much she thought maybe it was just her but she did not like the way it was like heating little bit too high. She took it right off and threw that away. She also reported that was getting a little too hot. She was fine. There was nothing wrong with her. Lab work was done on an unspecified date with results of all good. The action taken in response to the events and outcome of the events were unknown. Sample was not available. Product quality complaint group provided investigation as follows: manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Evaluation of the returned sample did not provide any additional information as to why the consumer stated the wrap "heated too much". There was no trend identified for the lot for the subclass of too hot. There was an increase in complaints received in may 2019 for wrap/patch/pad: too hot, due to the recall in apr 2019 for lower back & hip (lbh) batches. Investigation was completed for the trend of too hot for lbh. There was no device malfunction identified for batches. Severity of harm: s3. Sterile-product: no. Batch ad3849 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. Regulatory impact: no. Process related?: no. Market/clinical impact: no. Stability impact: no. Conclusion: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the burn is inconclusive since it is not clear what cause the burn blister. The review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data. The product quality for the batch is not impacted by this complaint. Document review summary: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. There were no wrap attribute or variable defects recorded for the batch that would affect wrap temperature. This batch has been reviewed from a manufacturing perspective. All site investigations associated with this batch were closed prior to releasing the batch. Reserve sample evaluation completed (gmt): 13-may-2019. Visual resrv sample eval description: the visual inspection of a retain sample included one carton and the two pouched wraps inside and shows no obvious defects. Confirmed reserve defect:no. Lot-specific trend identified: no. An evaluation of the complaint history confirms that this is the seventh complaint for the sub class adverse event safety request for investigation received at the site requiring an evaluation for this batch. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per complaint trending guidelines, a visual evaluation was performed to identify a potential trend. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Lot trend actions taken: four of the previous complaints were related to open pouches. A trend does not exist for this batch. Expedite trend identified: no. Site sample status: not received. Follow-up (03-jun2-019): new information received from the same contactable consumer includes: additional patient status information. Follow-up (11-sep-2019): new information received from product quality complaint includes product investigation summary results. Follow-up (16-sep-2019): new information received from the product quality complaint group includes severity of harm. Follow-up (30-oct-2019): new information received from the product quality complaint group includes conclusion and other investigation findings. Case upgraded to serious reportable malfunction medical device report. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events thermal burn and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events thermal burn and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.